Event description:
It was reported that a customer observed a leaking administration set during patient use. This leak was noted near the drip chamber. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.